Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer experienced high blood glucose and was treated in the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 3 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with loss of communication between insulin pump and mobile app, loss of communication between insulin pump and transmitter. The customer reported blood glucose value of 400 mg/dl. The customer does not know the blood glucose value at the time of incident. The event involved products mmt-1884l, unk_transmitter, mmt-6101, mmt-7040ma, mmt-243a and mmt-332a. Troubleshooting was declined by the customer for high blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was partially performed for sensor signal not found. Troubleshooting was declined by the customer for loss of connection between pump and mobile device. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for unk_transmitter. No product return is required for mmt-7040ma. No product return is required for mmt-243a. No product return is required for mmt-332a. Product return is not applicable for non physical device mmt-6101.